Event description:
During use of the device for an endoscopic vein harvesting procedure, the user reported the image displayed through the endoscope was blurry. The user reported this same event has occurred twelve times over the period of one month. The user also reported that the endoscope has been usable to complete procedures despite the displayed image being blurry, but the blurriness is progressively getting worse. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.